Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 50 mg/dl to 60 mg/dl. The customer¿s mother reported having trouble with the sensor falling off. The customer did not troubleshoot the issue. The customer¿s blood glucose level was 51 mg/dl at the time of the incident. The customer treated with glucose tablets. The customer¿s current blood glucose level was 106 mg/dl. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.